Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 31 issue was verified. Additionally, the alleged altitude alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose was 269 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.